Manufacturer narrative:
The manufacturer received information alleging a "circuit disconnect" alarm and health issues had occurred on the device. The patient alleged that they recently found out their device could be on recall. The patient had been in touch with the distributor, and it was never mentioned to the patient that their device was recalled. The patient returned the device to the distributor. The patient reported using dish soap and water to clean the humidifier and face masks for this device. The patient alleged skin irritation and scalp irritation due to the mask, sinus, and shortness of breath. The patient spoke with a respiratory therapist, who stated, "it was mostly likely an air leak", and the patient is "monitored by my pulmonologist". This report is being submitted as a correction to h1 for a product problem, which was previously entered incorrectly as serious injury. Section h8 health impact grid code was corrected to reflect the change in h1, there was no health consequences or impact.

Event description:
The manufacturer received information alleging a "circuit disconnect" alarm and health issues had occurred on the device. The patient alleged that they recently found out their device could be on recall. The patient had been in touch with the distributor, and it was never mentioned to the patient that their device was recalled. The patient returned the device to the distributor. The patient reported using dish soap and water to clean the humidifier and face masks for this device. The patient alleged skin irritation and scalp irritation due to the mask, sinus, and shortness of breath. The patient spoke with a respiratory therapist, who stated, "it was mostly likely an air leak", and the patient is "monitored by my pulmonologist". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "circuit disconnect" alarm and health issues had occurred on the device. The patient alleged that they recently found out their device could be on recall. The patient had been in touch with the distributor, and it was never mentioned to the patient that their device was recalled. The patient returned the device to the distributor. The patient reported using dish soap and water to clean the humidifier and face masks for this device. The patient alleged skin irritation and scalp irritation due to the mask, sinus, and shortness of breath. The patient spoke with a respiratory therapist, who stated, "it was mostly likely an air leak", and the patient is "monitored by my pulmonologist". The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. No repair performed due to the device not needed for inventory. The unit will be scrapped.